Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. Per the patient, the dose was low, and she only had the pump filled two times per year. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. The patient reported that it was very difficult to get in to see her hcp (healthcare provider). She stated that she had an MRI and now was having ¿pain around it¿. When asked for the date the pain began, the patient responded, "I have the pump for spinal cord damage and they're like flashes or like tiny shocks in my hip and I have other stuff going on like bone disease. The pump is too heavy. I'm not a big fat person. The pump is going into my breast now when I bend over¿. The patient stated that she had been asking to have the pump removed.